Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cable broke off from a mega suture cut needle driver instrument and fell into the patient. The item was retrieved with backup instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon believes bending the needle with instrument caused the fragment issue. The instrument was in use for 15 minutes when the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not the instrument collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure, prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon removal of the instrument the wrist was straightened. The surgical staff did not notice any other damage to the instrument after the event occurred. The surgical staff did not notice any damage to the cannula after the event occurred, however the tip did snap off the instrument. The surgical staff performed an x-ray to check for remaining fragments. The procedure was converted to a laparoscopic surgery. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis (fa). The fa evaluation was able to confirm and reproduce the reported complaint. The instrument was found to have a broken grip at the grip base of the grip tip. A piece approximately 0.409" x 0.137¿ was found to be broken off the yaw pulley. The broken piece was not returned with the instrument.